Event description:
The resident was being showered in a lumex shower chair and on being towel dried, the resident experienced seizure activity and lunged forward falling through the hands of the care giver and striking the shower floor with the front of her head, resident expired at the hosp.